Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. Customer¿s blood glucose level ranged from 134-355 mg/dl. The customer reverted to an alternate method of insulin therapy.